Event description:
4.5mm cortical screw broke post-op removed.

Manufacturer narrative:
G1,h4 synthes can not determine the mfg site or the mfg date without the lot number of the device. The actual device was evaluated. Mechanical testing, photographs and a visual examination was performed. The device met all metallurgical, desgin, and mfg specifications. The screw fractured by fatigue as a result of varialbles inherent during this particular service application.